Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed anterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2026, the patient presented to the hospital with shortness of breath. An echocardiogram was performed and revealed that the clip had detached from the anterior leaflet and remained attached to posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2026, a second mitraclip procedure was performed, and two clips were implanted, reducing mr to a grade of 1-2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.